Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was broken during the surgery. There was not blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes due to the product problem. No injury reported. The current status of the patient is good status.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were partially fired with the interlock engaged. The jaws were open. Protruding staples at the proximal end of cartridge were observed before the 4cm cut line for both reloads. The interlocks were overridden and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected for both reloads. The interlocks were tested and found to function properly for both reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.